Event description:
It was reported on 2012 (B)(6) that the pump was updated at the last refill, but ¿they forgot to update the volume of the reservoir.¿ the refill date showing was 2012 (B)(6). It was later reported after a personal therapy manager (ptm) battery replacement that the screen did not come back as it did before. The patient had a refill towards the end of (B)(6) 2012. The patient was unable to give boluses. The refill date was not accurate on the ptm. The patient thought they heard a beep from the ptm and pulled it back from the pump. There was communication between the pump and ptm. The refill date was now accurate. It was previously showing 2012 (B)(6), but was not showing 2012 (B)(6). There were no symptoms reported associated with the programming. The reservoir volume was updated. The patient was doing ¿well.¿ the device system was originally reported to be delivering morphine, but was later reported to be delivering dilaudid.

Manufacturer narrative:
Product ID 8835 serial# (B)(4), product type programmer, patient product ID 8709sc serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8840 serial# unknown; product type programmer, physician product ID 8835 serial# (B)(4), product type programmer, patient product ID 8835 serial# (B)(4); product type programmer, patient product ID 8840 serial# unknown; product type programmer, physician. (B)(4).